Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold and was explanted. In addition, during the lead extraction, it was observed that this lv lead was being crushed in pocket and was crimped. Moreover, the physician noted some insulation defects. Additional information was obtained from the field representative indicating that possible cause of high threshold was the lead damage which was observed prior to the extraction. This lead was kept by the facility. No additional adverse patient effects were reported.